Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd multitest¿ erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter: tbnk run with 1/3 of patients showing a small percentage of contamination. Tbnk lot 42267 exp 30.06.2024, this bottle was the 1st bottle of 8 which was opened on 29.09.23 for pre-testing. 1. Are there erroneous results on patient samples from diagnostic test? (Answer: yes). 2. Was there any delay of treatment due to the issue? (Answer: no). 3. If patient samples were redrawn, was there any change or delay of treatment? (Answer: n/a, patient samples not redrawn.) 4. Was there any physical harm/injury to the patient due to the issue? (Answer: no).

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office - becton dickinson and company bd biosciences g.1 - reporting office contact - (B)(4) g.1 - manufacturing site contact - (B)(4). H6. Investigation summary: bd acknowledges the customer's experience regarding the indicated failure mode, customer observed a cd3+cd8+cd4- small population dimmer than the cd8+ cluster in the cd3/cd8 dot plot with 6-color bnk reagent part 644611-42267. The cause of the reported issue of a cd3+cd8+ scattered events observed to be dimmer than the cd3+cd8+ cluster population was not determined. The issue can be due to the stickiness of the apc-cy7 tandem fluorophore used to conjugate to cd8 antibody. The material passed all the product specification when release. Performance check of the complaint lot was compared to a reference lot and both lots performed comparably. Bd is continually monitoring complaints received for this device and reported issues to identify emerging trends.

Event description:
It was reported that during use with bd multitest¿ erroneous results were obtained. There was no patient impact. The following information was provided by the initial reporter: tbnk run with 1/3 of patients showing a small percentage of contamination. Tbnk lot 42267 exp 30.06.2024, this bottle was the 1st bottle of 8 which was opened on 29.09.2023 for pre-testing. 1. Are there erroneous results on patient samples from diagnostic test? (Answer: yes) 2. Was there any delay of treatment due to the issue? (Answer: no) 3. If patient samples were redrawn, was there any change or delay of treatment? (Answer: n/a, patient samples not redrawn) 4. Was there any physical harm/injury to the patient due to the issue? (Answer: no).